Manufacturer narrative:
The device has been returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed if the investigation results require one.

Event description:
It was reported that the device was leaking black oil. It is unknown if the device was being used in a procedure at the time of or if there were any adverse consequences associated with the event. The account stated that no additional info would be available.